Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis on (B)(6) 2021. The patient reported they were treated with a 14-day course of antibiotics (via IV administration). During additional follow-up, the patient¿s nurse reported that on (B)(6) 2021, the patient was hospitalized for peritonitis. It was reported the patient¿s pd culture (unknown date) yielded growth of (B)(6). During hospitalization, the patient was treated with intravenous (IV) vancomycin (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient not wearing a mask and touch contamination during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, which warranted hospitalization, antibiotic therapy, removal of the pd catheter (not a fresenius product) and a transition to hemodialysis for renal replacement therapy. Causality was attributed to the patient not wearing a mask, and touch contamination during a pd exchange. Per the pd registered nurse (pdrn), the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis on (B)(6) 2021. The patient reported they were treated with a 14-day course of antibiotics (via IV administration). During additional follow-up, the patient¿s nurse reported that on (B)(6) 2021, the patient was hospitalized for peritonitis. It was reported the patient¿s pd culture (unknown date) yielded growth of methicillin resistant staphylococcus aureus (mrsa). During hospitalization, the patient was treated with intravenous (IV) vancomycin (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to the patient not wearing a mask and touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.